Event description:
It was reported that the pt went to his healthcare provider (hcp) on (B)(6) 2008 with a history of back pain for the previous three years (which included a laminectomy in 2005 after an injury). A MRI revealed scoliosis, stenosis and multilevel disc degeneration with a disc protrusion at t11-t12. Radiology studies also showed "significant bulging and protrusion at every level." The pt was treated with steroid injections, epidurogram, left sided facet injections and arthrograms between (B)(6) 2008 and (B)(6) 2010. On (B)(6) 2010, the hcp used fluoroscopy implanted percutaneous leads at t11-12 with tips up to t7 level with a spinal cord stimulator. The manufacturing representative advised the hcp on placement after the hcp was having difficulty. After the procedure, the pt claimed to have experienced weakness in his "left lower extremity", numbness and the inability to urinate. On (B)(6) 2010, the pt was admitted to a medical center and was "diagnosed with acute paraparesis with spinal cord compression and myelomalacia at the level of the cord stimulator placement." The pt suffered severe spinal cord injury and permanent disability.

Manufacturer narrative:
(B)(4).